Event description:
Clinic notes received indicate that the patient has had an increase in seizures, and was referred for replacement to get a new battery. Programming history for the device was reviewed and no anomalies were seen. Surgery is likely but has not occurred to date. No additional or relevant information has been received.

Event description:
Per the physician¿s assessment, the increase in seizures began two years ago and was below their pre-vns baseline seizure frequency. The cause of the increase in seizures was the vns low battery. The device¿s most recent diagnostics were within normal limits. The generator was replaced, and the device was discarded in surgery. No additional or relevant information has been received to date.